Event description:
On 20-aug-2025, the user reported that after starting a new libre 3+ sensor, the ilet displayed a bg of 375 mg/dl upon reconnection. The user did not verify with a fingerstick at that time but noted no symptoms of hyperglycemia and felt clear headed. The sensor also displayed intermittent errors (¿sensor unavailable and sensor error - check back in 10 minutes¿). Later, the ilet showed 184 mg/dl and a fingerstick confirmed 169 mg/dl, consistent with sensor calibration. The user¿s bg returned to range and they reported no adverse effects.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.